Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on the atrial channel of the pacemaker and low sensing on the ventricular channel, although the isolated measurements remained stable. No intervention or changes were reported. The patient remained in a stable condition.

Manufacturer narrative:
Further information was requested but not received. The reported event date is an estimate. The event date was reported as follow, ¿atrial noise last recorded 2024¿.